Event description:
It was reported that the patient underwent an MRI procedure with the device programmed out of MRI-safe mode. It is suspected that the programming change was made when the emergency button was inadvertently pressed on the programmer. The device remains in use. No complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies and noted that the emergency mode supersedes safe scan mode. Sure scan programs an asynchronous pacing mode and high pacing outputs to insure pacing support during the procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.